Event description:
It was reported that during a prostate procedure "console would not pass waiting mode." "Surgeon tried a second fiber and still not working." The procedure was completed using an alternate procedure (classic resection). Patient/user complications: "none."

Manufacturer narrative:
System analysis/service repair was performed in the field on (B)(6) 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on january 20, 2017.

Manufacturer narrative:
The top cover was also replaced along with the resonator. Product evaluation: the top cover was received at the manufacturer on october 27, 2016 and was evaluated on november 03, 2016. The returned top cover was noted to be down revision and discarded. Probable root cause: based on analysis report, the root cause was determined to be part being down revision.

Manufacturer narrative:
System analysis/service repair was performed in the field on september 13, 2016. The replaced resonator s/n (B)(4) was received at the manufacturer on january 20, 2017. Product evaluation: the resonator was evaluated on february 09, 2017 and noted "error 171. Dip in power during p/I curve after 100 amps". Desiccant was replaced. The resonator was realigned and a new test report was completed. Probable root cause: based on analysis report, the root cause was undetermined.

Manufacturer narrative:
System analysis/service repair on september 13, 2016: the reported issue of "would not pass waiting mode" was confirmed. Replaced resonator, di water, adjusted water, adjusted rf power and performed pi (open/close loop) calibrations. Adjusted aiming beam. Field service auto test performed with success. The system was tested and verified to meet manufacturer's specifications. The resonator replaced has not been returned for evaluation.